Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to both patient morphology/pathology and user error, as a leaflet prolapse/flail can affect insertion in the clip, and the physician failing to initially lock the clip while establishing the final arm angle resulted in the clip detaching from the anterior leaflet. It should be noted that in the mitraclip instructions for use instructs the user to establish final arm angle by fully advancing the lock lever to lock the clip prior to rotating the arm positioner in the open direction; failing to do so will result in the clip arms opening. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) of the second clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with challenging leaflet anatomy. One clip was implanted, reducing the mr to 3. The second clip delivery system (cds) was advanced to the mitral valve and leaflet grasping was performed. When the physician attempted to establish final arm angle (efaa), he realized that he had not initially locked the clip, and the clip then detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The deployment steps were completed and the cds was removed. The mr remained at 3. Two additional clips were implanted on each side of the slda clip for stabilization, and the mr remained at 3. A fifth clip was implanted, reducing the mr to 2, with a good outcome. No additional information was provided.